Event description:
The reporter said she had "seen the er1 once before." She stated that she doesn't remember why this happened, but "it wasn't due to high blood sugar." She said she retested after the er1 and got a 70 mg/dl. She said her blood glucose usually runs "70-100."